Manufacturer narrative:
Device was received with blank display due to moisture damaged electronic assembly. Device was received with faded serial number label, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated in the middle of the night, the insulin pump's screen went to white and black. Customer took the battery out and put a new one and display went blank. Customer stated they dropped the insulin pump while sleeping from bed to side of bed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.